Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet was down. A technical support specialist (tss) walked the customer through turning on the all in one using the power button. The tss then found that the populate buttons screen showed no failed drawers. The customer confirmed being able to issue the item. The system functioned as intended after the technical support specialist investigated and assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the cabinet was down. The user was unable to log in to issue gabapentin 100 mg capsules. There was a power supply outage due to bad weather. Although power was restored, the cabinet did not power back on. The customer stated that this malfunction occurred while dispensing the medication and were unable to issue gabapentin 100mg capsule. There were no adverse events or injuries reported based on this event.